Manufacturer narrative:
Product ID: 8709, lot# l67849, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported the catheter broke loose from the pump. It was unknown when this occurred. The pump was used to infuse dilaudid and bupivacaine. No interventions, patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.